Event description:
Report received from baxter states delivery stopped after 100ml of solution was administered. According to baxter, the device contained zolmeta and sodium chloride for a total fill volume of 500ml. The access site was a peripheral vein on a lower limb using a 22g needle. No patient injury reported.